Event description:
It was reported that the picosure was continuously firing during treatment.

Manufacturer narrative:
No patient injury was reported. The device history record confirms that the product passed and met all requirements before releasing. Upon device evaluation, it was determined that the foot pedal hose was pinched and blocked by chair wheels or machine while treatment was performed. Foot pedal is worked by air and when the operator released the pedal, the device continued to fire since the hose was pinched. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.